Manufacturer narrative:
Additional information: d10, e1(street 1, street 2, city), g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted malformed clips were received. The clip tracks were not properly seated. It was reported that the clips did not close completely and were malformed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when the surgeon was trying to clip bile duct, the clip was not able to form correctly. The inner and outer parts of the clip was separated. A new device was opened to resolve the issue in order to complete the case. There was no patient injury.